Event description:
A patient reported that they were not sure if the surgical tools were sterilized correctly during device implant. The patient was placed on antibiotics. No patient symptoms were reported. The indication for implant was rsd/causalgia-complex regional pain syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.